Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove the protective sheath. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2 other nc trek dilatation catheters referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the nc trek protective sheaths were difficult to remove. Following, the devices were successfully used in the patients anatomy. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.